Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high, out-of-range impedance. No other electrical anomalies were noted. The lead was removed and replaced without any adverse consequence. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.